Manufacturer narrative:
Section d10, h5: corrected information section h4, h5: additional information manufacturer's investigation conclusion: the reported event of the console display going blank, decreased and stopped flow, and the pump restarting and making a grinding noise was not confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis to the service depot following recalibration in zurich. The motor was evaluated and tested. Per the complaint, the motor was initially returned by itself and without a console. The motor was then tested with a test console and flow probe and the reported issues were not duplicated. No other issues were observed. A full functional checkout was performed, and the unit passed all tests. The motor cable was inspected, and no issues were found. The motor was returned to the rental pool. The root cause for the reported event was not conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manualsection 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Patient's centrimag console is also reported under MFR# 2916596-2019-04669.

Event description:
It was reported that the centrimag console display screen started blinking. Flows decreased and the console display went blank. It was unsure if the flows stopped. The pump restarted but was making a grinding sound. The patient was switched to a second centrimag system. No complications.